Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On march 20, 2019, it was reported that the device loses pressure. During follow up it was noted that there was spontaneous deflation. The device was leaking and reducing the pressure. The customer returned an a.t.s. 1200 tourniquet device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated a.t.s. 1200 tourniquet serial number 1208jadf three times as documented. The last repair was april 26, 2019 where the battery was replaced. This is not a related issue. Product review of the a.t.s. 1200 tourniquet by (B)(4) on april 1, 2019 revealed that the velcro was defective and the fuses were damaged. Repair of the a.t.s. 1200 tourniquet was performed by (B)(4) on may 9, 2019 which included replacement of the fuses and velcro. A.t.s. 1200 tourniquet, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by flextronics no issue with pressure was noted during evaluation. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics no issue with pressure was noted during evaluation. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the ats device had lost pressure. There was spontaneous deflation, and there was a leakage and reduced pressure. The event occurred during surgery, and there was no harm to the patient or operator. There was no surgical delay. No adverse events were reported as a result of this malfunction.